Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected supra ventricular tachycardia (svt) episodes that were ventricular tachycardia (vt) episodes resulting in a delay in therapy. It was noted that the right atrial (ra) lead had undersensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.